Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-15240, related manufacturer reference number: 3006705815-2021-03174. It was reported the patient had an infection at the lead site. The infection was treated with antibiotics. Surgical intervention took place in which the system was explanted to address the issue.